Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider states the seat upholstery is coming undone at the seams on the right side and the user is under the weight capacity for the chair. No additional information provided.